Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had a black spot that blocked graphics and text. Additionally, the touch screen was unresponsive. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined to provide additional information, and declined troubleshooting with tandem technical support.